Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection revealed the device was in a brown solution in a specimen jar. The valve was discolored showing evidence of blood contact. All leaflets were in the closed position, however there was a gap at the point of coaptation. All commissures were intact. The tissue was dehydrated, shriveled and shrunk and the tissue surface was coarse and grainy. The tissue elasticity was stiff and without flexibility. A tear at the lunula of the right cusp was observed. A blood clot was observed in the belly of the non-coronary cusp. Hydrodynamic pulse duplication testing at 70 beats per minute/65% diastole; simulating cardiac output (c.o.) Of 5 l/m with high speed video observation showed normal, full opening and closing leaflet motion. Flow through the valve was documented using echocardiography, digital high-speed imaging and flow meter assessment. The aortic differential pressure drop was consistently higher than historic results for the 21mm hancock ii. The eoa (effective orifice area) was notably smaller and outside the range of the standard deviation from historical results. The regurgitation and the closing value were higher than historic results. These results are consistent with the note that visual analysis of the leaflets showed that they were stiff and desiccated. Contact with blood, use of formalin as storage solution, and the decontamination process may have stiffened the leaflets. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the receipt condition of the explant device and due to the use of formalin as a storage solution, the root cause of the stressed leaflets and regurgitation cannot be conclusively evaluated / determined. The solution used to store the device after explant was formalin. Formalin is a form of formaldehyde, which is a much higher concentration of fixative than ga5 (0.2% glutaraldehyde) and formalin contains alcohol as well. The much higher concentration of fixative is likely the cause of the stiff tissue which was observed on the explanted device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted.

Event description:
Medtronic received information that following the implant of this 21 mm bioprosthetic valve, there was difficulty taking the patient off cardiopulmonary bypass (cpb). A left sided hemothorax was identified and the patient was put back on cpb to treat the hemothorax. After coming off bypass, transesophageal echocardiogram (tee) showed moderate central regurgitation but no paravalvular leak (pvl). Another surgeon was consulted and because of patient condition, the decision was made to explant the valve. The valve was replaced with a 23 mm non-medtronic valve. The following day, the patient was in normal sinus rhythm and reported to be doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.